Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The buttons responded properly. However, corrosion was found on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, and a crack on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 203 mg/dl. Product is being replaced. No further information provided.